Event description:
The event involved a 104" (264 cm) appx 15.7 ml, 10 drop primary set w/bcv-clave®, clave®, 0.2 micron filter, rotating luer that the customer reported particulate on the tubing upon opening and the event was noticed prior to attaching on the patient. The tubing set was connected to a minibag plus system. There was no patient involvement and no harm reported.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Manufacturer narrative:
Received one used list #b9535, 104" (264 cm) appx 16.3 ml, 10 drop primary set w/2 clave¿, 0.2 micron filter, 2 check valves, rotating luer; lot #5556559, one used list #unknown, 0.9% sodium chloride injection usp mini-bag plus container baxter 100 ml intravenous bag; lot #p422192, one used list #unknown, ampicillin for injection, usp 2 grams/vial mylan institutional llc vial; lot #7105133. A single used b9535 infusion set was returned and confirmed with a black embedded particle in the male spin luer assembly. A series of photos were returned showing what appears to be a black embedded particle in the male spin luer assembly. The embedded particle was not in the fluid path and is considered a cosmetic defect. Though the black particle was not in the fluid path it does not meet meet visual inspection criteria. The probable cause is burnt embedded plastic during the molding process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information received from a medwatch report (mw5107905) that stated, "ICU medical tubing b9535, lot 555659 is reported to have both large and small particulate matter in the tubing upon opening. FDA safety report ID # (B)(4)¿. Outcomes attributed to adverse event: other serious or important medical event. The suspect medical device is an administration set 104".